Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a lead integrity alert (lia) triggered for high rate non-sustained episodes and sensing integrity counter (sic). Based on the programmed sensing vector, the source of the oversensing could not be recognized on non-sustained electrograms (egm); however, due to the short bursts at regular frequency with repeated noise, it was suspected that the source was related to the cardiac resynchronization therapy defibrillator (crt-d) sensing electromagnetic interference (emi) as lead impedance were observed to be stable. The crt-d remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the source of the electromagnetic interference was identified as an electrical device the patient was u sing to drill holes that was not grounded.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory obs erved noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.